Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens twisted on injection necessitating removal of the iol from the eye. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. No patient harm is reported. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use riskanalysis identifies the following as possible causesof "trapped/torn lens haptic/optic during insertion";inadequate amount of viscoelastic, inadequatequality of viscoelastic, haptic trapped by plungeroverride due to fast motion, user opens closed flaps and closes again before use, plunger advanced tooquickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There isinsufficient evidence and information available to establish root cause. Rayner has contacted the healthcare facility to obtain additional information to facilitate further investigation of the event. Our review of production records for the rayone aspheric rao600c batch 073219239 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distirbution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 073219239.

Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens twisted on injection necessitating removal of the iol from the eye.